Event description:
It was reported that the fiber beam was not firing to the expected direction. The beam was aiming in the same side instead of the opposing side of the directional arrow as it should have been. It was reported that the procedure was completed with a second fiber. No patient or end user injury was reported.